Event description:
It was reported that the user experienced an insulin occlusion alarm while using an infusion set, which was resolved after changing the infusion set and related supplies; insulin delivery was resumed following cartridge fill, tubing prime to drops, and site insertion, with blood glucose reported at 167 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact beyond temporary interruption of insulin delivery. Investigation included troubleshooting steps and user education to replace supplies, rewind, refill, prime, and reconnect the system. Investigation of this case revealed an occlusion associated with the infusion set that resolved after supply replacement, consistent with an infusion pathway obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.